Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a procedure on (B)(6) 2023 to replace the ipg the lead was cut. Surgical intervention took place wherein the lead was explanted and replaced on (B)(6) 2023 to address the issue.